Event description:
Customer reported her belt clip broke. Customer's blood glucose is 460 mg/dl. The clip broke while she was taking it off her insulin pump. A replacement belt clip was sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.